Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure a small proximal ledge was left where the stent (subject device) wasn t opposing well which could have contributed to the distal stenosis on the edge of the stent (subject device) that the physician noticed at a 12-month follow-up. The procedure was completed successfully.

Event description:
It was reported that during the procedure a small proximal ledge was left where the stent (subject device) wasn¿t opposing well which could have contributed to the distal stenosis on the edge of the stent (subject device) that the physician noticed at a 12-month follow-up. The procedure was completed successfully. Additional information indicated that the stent (subject device) wasn¿t opposing well due to vessel stenosis preventing the subject stent from remaining open and not that the subject stent failed.

Manufacturer narrative:
F10 / h6 device code grid/medical device problem code - updated h3 other text : the device is not available to manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the procedure was completed successfully. The devices performed as intended. During the procedure a small proximal ledge was noted upon deployment which may have contributed to the reported event. When imaging was done immediately post procedure to show that the flow diverter was fully open, there was a small proximal ledge left where the device wasn¿t apposing well. In the physician¿s opinion, the event was related to the subject device and the device caused stenosis. It is unknown if access was through radial or femoral artery. The anatomical location where the issue occurred was the ica (internal carotid artery). The anatomy was not tortuous. The patient did not have a history of atherosclerotic disease. The patient was female, 58 years old. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during the procedure a small proximal ledge was left where the stent (subject device) wasn¿t opposing well which could have contributed to the distal stenosis on the edge of the stent (subject device) that the physician noticed at a 12-month follow-up. The procedure was completed successfully. Additional information indicated that the stent (subject device) wasn¿t opposing well due to vessel stenosis preventing the subject stent from remaining open and not that the subject stent failed.